Event description:
It was reported that customer experienced high blood glucose reading displayed as ¿high¿ while updating time and personal therapy settings. There was no involvement from any third party was required. Customer delivered correction dose using pump, and technical support assisted with adjusting basal rate and correction factor settings and advised customer to consult healthcare provider regarding any setting changes, which customer acknowledged.